Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a scd pump. The customer states during use on a pt, the outer coating was found ruptured and the inner copper wires are exposed. There was no pt harm. The pt information was not provided and detail of the breakage was not provided by the customer.